Event description:
The patient underwent a pocket revision due to pocket discomfort. The physician elected to explant the entire system and replace it with a new system. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.